Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, 6 years and 11 months post implant of a 26mm sapien 3 valve in aortic position by transfemoral approach, a valve in valve was performed with a 23mm sapien 3 ultra valve.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. The complaint for valve unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. In addition, it is unknown the types of adverse event or symptom that the patient is experienced. However, based on the implant duration (approximately 6 years and 11 months), the reported event may be related to device degeneration. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.